Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to home care provider comparison test resulted with the reporter's meter reading 147 mg/dl and the home care provider's meter reading 107 mg/dl. No control solution was available for testing. No symptoms were reported.